Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1118 ((post) 5 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1118 ((post) 5 v supply failed). During troubleshooting, the rse informed the customer that the power management (pm) board would need to be replaced.

Manufacturer narrative:
H10: the remote service engineer (rse) also noted that the error code could have been caused by the power management (pm) board affecting the central processing unit (cpu). The rse recommended that prior to replacing the pm board, the cpu should also be replaced. It was reported that the customer replaced the cpu, and that a philips service engineer (se) replaced the pm board. The device passed all the required testing, and reprogramed. It was noted that the customer would perform a preventative maintenance.